Event description:
During a carotid stenting procedure, the pt had a severe drop in blood pressure after the stent was deployed. The physician believes this event was caused by abruptly turning off the pts levophed. The pt is a male pt. The pt was consented to the study in 2008. The target lesion was the ostium of the right internal carotid artery. There was an occlusion of the contralateral carotid present. The target lesion was described as eccentric and ulcerated. The vessel was mildly tortuous. The length of the lesion was 30mm. The rate of stenosis was 90%. The physician made access to the pt in the left common femoral artery. The placed a catheter in the right common carotid artery over a glidewire. The catheter was removed and an aviator balloon was advanced to perform pre-dilation of the lesion. The balloon was inflated to 8 atms for 8 seconds in the right internal carotid artery (ica). The balloon was removed and the precise stent was successfully deployed. At this point, the pt blood pressure dropped. Levophed drip was turned down. Post-dilation was performed. The angioguard was successfully removed. The procedure was completed. The pt was neurologically intact when taken from the angio suite. The pt had levophed restarted after the procedure.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 1016427-2008-00149 and 9616099-2008-01342.